Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display. The blood glucose level was 125 mg/dl. Customer stated that the screen was not came back. Customer stated that the insulin pump received a battery failed alarm. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. Pump received with normal operating currents, no failed battery test alarms noted during testing.